Event description:
Boston scientific received information that this pacemaker displayed noise. There was sensing and capturing; however, the pacing impedance measurement increased from 1010 ohms at implant to 1550 ohms currently. Isometrics and pocket manipulation were performed; however, was unsuccessful. Technical services (ts) discussed testing impedance measurements while performing isometrics. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) records indicate this device remains implanted. If additional information is received, this report will be updated.